Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced to the lesion for predilation. The balloon was inflated for 20 seconds at 16 atmospheres on the first inflation and second inflation however the balloon ruptured at 20 atmospheres after being inflated for 20 seconds. The device was completely removed from the patient. The procedure was completed with a non-bsc device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 3mm distal of the proximal markerband was revealed. Microscopic examination of the balloon material, markerbands and bonds presented no irregularities that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The (B)(6) stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. A 3.00mm x 12mm nc emerge (tm) balloon catheter was advanced to the lesion for predilation. The balloon was inflated for 20 seconds at 16 atmospheres on the first inflation and second inflation however the balloon ruptured at 20 atmospheres after being inflated for 20 seconds. The device was completely removed from the patient. The procedure was completed with a non-bsc device. No patient complications were reported and patient's status was good.